Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the unit had intermittent power and needed calibration. The harness plug assembly, handpiece switch, motor, hex set screw, and ball bearing were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that device had loss of power when in use. The event occurred before surgery. This called a delay in the start of surgery. There was an alternate device available for use. There was no harm or delay to the patient. There is no more information available. There was no adverse event reported as a result of this malfunction.